Event description:
It was reported that the tabs on the battery drawer of the external pulse generator needed repaired. Technical services explained to the customer that the device was no longer supported and emailed the end-of-service life standard response to the customer. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).